Manufacturer narrative:
A probe sample was not returned for evaluation; therefore, the condition of the product could not be verified. A device history record review of the reported lot shows that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer report cannot be determined as product sample was not returned for evaluation.(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut and aspirate vitreous well during a right eye vitrectomy surgery. The product was exchanged and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
A product sample was received for evaluation. The lot complaint history was reviewed. The device history record shows that the product was released per specifications. Upon visual inspection of the returned probe, the rear shell was removed and kinks in the black shut line was observed. The most likely root cause for the customer¿s event is a manufacturing defect. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it could result in the customers experience. (B)(4).